Event description:
It was noted that a shaft hole occurred. A 6f guidezilla catheter-guide extension was selected for use. During the procedure, prior of using the device, a hole was noted on the proximal side of the catheter. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). The device was returned for analysis. Visual inspection revealed the shaft was torn in 3 places, at 22,9cm, 23,6cm and 24cm from collar. Microscopic inspection showed the tip was prolapsed. Media provided by the customer shoed the shaft torn in 3 places.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was noted that a shaft hole occurred. A 6f guidezilla catheter-guide extension was selected for use. During the procedure, prior of using the device, a hole was noted on the proximal side of the catheter. The procedure was completed with a different device. No patient complications were reported.